Event description:
The report stated that following a percutaneous microwave ablation, a skin burn was found at the penetration site of the middle antenna of three antennas used in a line. The burn was described as white with a red ring around the penetration site. This was a single ablation at 45w for 10 mins. The spacing between antennas was about 1cm to .5cm in a line. The treatment was a 4x4 medicated adhesive pad put over the puncture sites instead of the usual band-aid. The antennas were discarded by the site.

Manufacturer narrative:
The IFU states: warnings: insufficient spacing between antennas may cause extensive charring, difficulty in removing the antenna and injury to the pt. When using multiple mwa antennas, use image guidance to ensure that the spacing between any two antennas is at least 1.5 cm.